Event description:
A subdural post craniotomy icp monitoring kit was reported to have failed on a patient after it was inserted. The catheter was immediately replaced without further problems. The patient did not incur an injury and the patient outcome was - recovered.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.